Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a polarsheath was used in a pulmonary vein isolation (pvi) ablation procedure. After the sheath was introduced into the patient a leak at the valve occurred (liquid and blood leaked). The sheath was replaced and the procedure was completed with no patient complications.